Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife, calling on behalf of the customer, reported that approximately 9 months ago, her husband was unable to test due to his adc blood glucose meter not turning on because of unknown battery issues. Caller further reported that approximately 6 or 7 months ago, customer experienced frequent urination and was taken to the hospital where he was diagnosed with severe hyperglycemia and treated with unspecified units of insulin via IV. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer's wife, calling on behalf of the customer, reported that approximately 9 months ago, her husband was unable to test due to his adc blood glucose meter not turning on because of unknown battery issues. Caller further reported that approximately 6 or 7 months ago, customer experienced frequent urination and was taken to the hospital where he was diagnosed with severe hyperglycemia and treated with unspecified units of insulin via IV. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The manufacturer of freestyle freedom lite meters was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there were no deviations or abnormalities which could have caused the complaint. A tripped trend review was performed for the reported complaint and freestyle freedom lite meters, the review did not identify any trends that would indicate any product related issues.  If the product is returned, the case will be re-opened and a physical investigation will be performed.